Event description:
Caller reported an incident of hyperglycemia requiring hospitalization due to air bubbles in the cartridge. At the emergency room the caller was positive for ketones. In hospital caller received 1000 saline solution and 8 units of actrapid. Blood glucose level was 130 mg/dl when discharged from hospital. No allegation was made against the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.